Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the suction cylinder had no color, the air/water cylinder had no color, the plug unit had corrosion due to water leakage, the insulation resistance value at distal end did not meet the standard value due to a scratch on the plastic distal end cover, the focus was not changed to near point due to damage on the charged coupled device unit, the bending angle in up direction did not meet the standard value due to wear of angle wire, the light guide lens had a crack, the bending section cover adhesive had a crack, the connecting tube had a scratch, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in air/water cylinder and air/water channel could not be determined since whether there was deviation from instructions for use on reprocessing steps for the point where the material remained is unknown, and no physical damage was confirmed at the point where the material remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.